Event description:
During the coil embolization procedure of the internal carotid-posterior communicating artery aneurysm, the enterprise vrd (enc452212/10168457) had severe resistance around the middle section of the prowler select plus microcatheter (cat/lot unknown). Then, the vrd was safely removed from the patient. However, the procedure was discontinued, because of concerned about the risk of developing complications. The patient has been followed up but no additional information is available for now. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The vessel was heavily tortuous but the level of calcification was unknown. The complaint product is unavailable for evaluation. No additional information is available and procedural images are not available.

Manufacturer narrative:
The prowler select plus microcatheter was not returned for analysis and the lot number was not provided to conduct DHR review. Based on the reported difficulty with advancement of the enterprise vrd through the microcatheter, it is possible that procedural factors/vessel characteristics may have contributed to the event. However, without the return of the microcatheter for analysis, no conclusion can be made regarding the inability to advance the concomitant enterprise vrd through the lumen. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2013-00035 and 1058196-2013-00036.